Event description:
It was reported that a patient with this electrode received an inappropriate shock due to oversensing of noise. The field suspects the electrode may be fractured as the shock impedance measurements as also low at 51 ohms. No intervention has been performed and the electrode remains in service. No adverse patient effects were reported.